Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E24126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 1 diabetes mellitus, nickel sensitivity and abdominal adhesions. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergic rash ("allergy :rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and allergic skin reaction ("allergy:skin condition"). The patient was treated with surgery (salpingectomy(bilateral) laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, allergic rash, allergy to metals, psychological trauma, migraine, fatigue and allergic skin reaction outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2016 and (B)(6) 2018. Right 4 trailing coil and 1 trailing left coil. As per medical record date of insertion- (B)(6) 2016 to (B)(6) 2018. Lot number-24126. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E24126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 1 diabetes mellitus, nickel sensitivity and abdominal adhesions. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergic rash ("allergy :rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and allergic skin reaction ("allergy:skin condition"). The patient was treated with surgery (salpingectomy(bilateral) laparoscopic bilateral salpingectomy with removal of bilateral essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, allergic rash, allergy to metals, psychological trauma, migraine, fatigue and allergic skin reaction outcome was unknown. The reporter considered abdominal pain, allergic rash, allergy to metals, back pain, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted date of insertion:(B)(6) 2016 and (B)(6) 2018. Right 4 trailing coil and 1 trailing left coil. As per medical record date of insertion- (B)(6) 2016 to (B)(6) 2018. Batch no e24126 ; production date 2015-08-13; expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("allergy :rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, allergy to metals, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and rash to be related to essure. The reporter commented: 07aug2018(as per ppf discrepancy noted) as per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; pelvic/ abdominal, back pain,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),allergy :rash/skin condition, nickel allergy, psych injury, migraine, fatigue were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.